Event description:
Litigation papers allege:on or about january 10, 2006, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced pain, weakness, clicking/popping, difficulty with even simple daily activities, and elevated levels of cobalt and chromium. There is no reported revision surgery.update: 10/18/2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Reason for original complaint. Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced pain, weakness, clicking/popping, difficulty with even simple daily activities, and elevated levels of cobalt and chromium. There is no reported revision surgery. Update: 10/18/2012. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2006 - dor: unk (left side). No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced pain, weakness, clicking/popping, difficulty with even simple daily activities, and elevated levels of cobalt and chromium. There is no reported revision surgery. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2006 - dor: unk (left side). No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.